Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to break or fracture. A new lead with different model was implanted in the left bundle branch (lbb). No additional adverse patient effects were reported. Additional information indicated that the fracture of this capped lead was confirmed with the lead impedance having a sharp increase.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to break or fracture. A new lead with different model was implanted in the left bundle branch (lbb). No additional adverse patient effects were reported.